Manufacturer narrative:
The subject device is unavailable.

Event description:
It was reported that when tried to remove the subject device microcatheter within a distal access catheter due to a kink noticed on the guide catheter (non-stryker device), the tip of the subject device broke off inside the distal access catheter. Everything was removed, with the microcatheter broken tip coming out within the distal access catheter. The procedure was completed with different catheters, and no clinical consequences to the patient due to this event.

Event description:
It was reported that when tried to remove the subject device microcatheter within a distal access catheter due to a kink noticed on the guide catheter (non-stryker device), the tip of the subject device broke off inside the distal access catheter. Everything was removed, with the microcatheter broken tip coming out within the distal access catheter. The procedure was completed with different catheters, and no clinical consequences to the patient due to this event.

Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. The subject device is not available; therefore, functional testing as well as physical analysis cannot be performed. However, based on additional information,it would appear that the shaft friction noted was caused by the kink on the guide catheter and the anatomy was quite tortuous. Therefore, an assignable cause of procedural factors - cause traced to component failure was assigned to the reported 'catheter tip broken fractured inside patient' as this complaint appears to be associated with a product that met stryker and design and manufacturing specifications and was used in accordance with the directions for use (dfu), but performance was limited due to procedural or anatomical factors during use.